Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. There was no damage on the outer box packaging. Upon unpacking the product box, the inner sterile pouch was ripped. Since sterility could not be maintained, the product was replaced with a new one. The procedure was completed without any patient complications. The device is not expected to return due to disposal.